Event description:
After 18 1/2 years of successful cochlear implant use, this patient could no longer hear, even at maximum stimulation levels. Therefore, explantation was decided upon, explantation / reimplantable surgery was successfully completed in 2005.